Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 557 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and possibly a mild heart attack. Customer's blood glucose at the time of call was 603 mg/dl. Customer was treated with insulin drip. Trouble shooting was performed with customer's wife, but could not be completed due to customer still being in the hospital and being attended by health care professional. Customer will call helpline once he is out of the hospital and able to locate tubing clamp in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.